Event description:
Case report from (B)(6) reported as: "first relay has been placed proper position then second relay was trying to deploy distal position of first one. When dr. (B)(6) tried to unsheath inner sheath with grey handle position of #2, grey handle was not able to pull back (did not move at all). Then dr. Pulled grey handle with strong force and distal tip was curved downward. Dr. Made confirmation of controller knob was right position of #2 several times and controller knob was right position. Now dr. Changed controller knob to #1 then trying to inner sheath into hard sheath, however, only 2 stents has been stored inside of outer sheath. Although dr. Tried with very strong force to pull grey handle but dr. Felt possibly to damage relay itself, dr. Gave up store inner sheath into outer sheath. Since patient had aaa as well, dr. Was not able to convert open surgery, therefore, dr. Tried to retrieve device from patient. As conclusion, conduit (10 mm) sawing portion onto right iliac artery has been damaged, started bleeding and blood pressure dropped up to 30 mmhg. Due to emergency surgery, patient blood pressure came back to normal".

Manufacturer narrative:
Conclusion: the narrative of the complaint could not be confirmed since there were no functional issues found with the unit. Since the unit performed as expected during the inspection, the only other variable is patient's anatomy. Since images were not available for review, it is impossible to determine with certainty what the root cause of the failure was. Therefore, the root cause of this complaint is inconclusive.